Event description:
After successfully crossing a lesion with a 1.25 mm burr, the burr became stuck in the vessel. A guide wire fracture at the advancer/catheter connection site was noted. The entire device was removed from the pt with no pt complications. The pt's condition was reported as fine.